Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch, two complaints received at the same time from the same end customer regarding the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample (contaminated) with the thread broken. However, without closed samples a proper analysis can not be performed. However, without closed samples and/or defective samples a proper analysis can not be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 0.43 kgf in average and 0.40 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.25 kgf in average and 0.13 kgf in minimum. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the sample received is contaminated and a further analysis cannot be performed. Final conclusion: despite receiving a sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The customer reported that on (B)(6) 2025, the medical staff sutured the incision with surgical suture and knotted the surgery for 4 times and interrupted the incision for 4 times.